Event description:
Customer reported the workstation would not boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rtos pcb and the hard drive. System operates as intended.